Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via onestep pacing cable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence on the event date provided related to the customers report. The logs did show evidence of clinical activity on (B)(6) 2020 with the device in manual mode, lead button presses were logged when a user changed leads view that appear to be evidence of troubleshooting. There were also check pads and poor pads contact messages logged, which indicate that the device did not detect a valid patient impedance. The clinical data files and electrode pads were not returned as part of this investigation. No trend is associated with reports of this type.